Event description:
An olympus employee reported on behalf of a customer, at times the endoeye flex deflectable videoscope image becomes black. The event occurred during an unspecified therapeutic procedure. The procedure was completed with a replacement device. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on charge coupled device unit, the image disappeared during angulation in up directions. In addition, the bending section cover had a scratch. The adhesive on bending section cover had a chip. The control unit had a scratch. The control unit was dirty. Due to damage on the control section, angulation lever did not move smoothly. Grip had discoloration. Up/down plate had discoloration. The lock engagement lever was dirty. The right/left plate had discoloration. The universal cord had a scratch. Light guide connector had a scratch. The indication on the light guide connector was not correct. Light guide connector was dirty. The protector of the video cable section had a scratch. The video connector had a scratch. The video connector case had a scratch. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The operation manual warns: ¿inspection of the endoscopic image confirm that the (white light) wli, (narrow band imaging) nbi, and (red dichromatic imaging) rdi endoscopic images are normal. Observe the palm of your hand using the wli, nbi, and rdi endoscopic images. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.